Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: there are no samples to confirm the complaint. Retention samples were inspected with no visible defects. We will continue to monitor this defect for tracking and trending purposes. There were no related quality notifications. All process and final inspections comply with specification requirements. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. UDI #: (B)(4).

Event description:
It was reported that 13x75 mm 2.0 ml bd vacutainer® plastic p800 plasma tube clear bd hemogard¿ were received cracked at the bottom. No injury or medical intervention.